Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced discomfort at the ipg site and as such surgical intervention was undertaken on (B)(6) 2024, where the ipg was repositioned from the left to the right side and the issue was addressed and therapy was restored following the procedure.

Manufacturer narrative:
B3-date of event is estimated,